Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported tenderness at the abutment site and subsequently was administered medication (type not reported) in (B)(6) 2018. Additional information has been requested however this has not been made available as of the date of this report.